Manufacturer narrative:
H.6. Investigation: a sample was received with the customer's complaint of missing lids. No lids were present and the information was forwarded to the supplier of the sharps containers. The root cause is unknown but the possible root causes involve the distribution and re packaging of these containers. There are multiple points where the lids could have been removed and the supplier takes great effort to ensure all orders are shipped complete. No quality notifications were raised during the production of this device. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint.

Event description:
It was reported that 19 gal bd¿ extra large sharps collector, red was missing the lid. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the distributor that the lids are missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 19 gal bd¿ extra large sharps collector, red was missing the lid. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the distributor that the lids are missing.